Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000125735. The allegation is against one of two anchors; however, it is unknown which anchor(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 1192, UDI: (B)(4), batch: 8417475. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2024-07351. It was reported the patient¿s system was unable to enter MRI mode due to the lead and anchor being fractured. Fractured was confirmed under fluoroscopy. Surgical intervention took place wherein the lead and anchor were explanted and replaced to address the issue. It is unknown which lead and anchor are liable.